Event description:
It was reported that during the reimplantation of the patient's implantable cardioverter defibrillator (ICD) following a standard procedure, the set screw was too loose and would not tighten. The ICD was replaced and successfully implanted. The patient remained stable.